Event description:
The procedure was coil embolization, for collateral circulation, before fontan surgery that was not calcified and not tortuous. Access was obtained from right femoral artery. It was noted that while advancing an orbit galaxy ((B)(4), complaint product) in a prowler select plus ((B)(4), complaint product), the orbit galaxy got stuck around the proximal section of the prowler select plus. Both the orbit galaxy and the prowler select plus were safely removed as a unit, from the patient and were replaced for the same products (lot unknown). However, after withdrawal, when the physician pulled the orbit galaxy back from the prowler select plus, the coil of the orbit galaxy was separated from the delivery tube. It is unknown where and when exactly it was occurred. Afterwards, the procedure was successfully completed without any other issues. No patient injury was reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc) was noted on the coil by visual inspection. Also no damages were reported on the devices after the event. The complaint products are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.